Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. The pulse generator exhibited premature battery depletion. The device was explanted and replaced successfully.

Manufacturer narrative:
Final analysis found the an integrated circuit which could have contributed to the high current drain, resulting to the reported premature battery depletion.